Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the catheter was implanted into the patient¿s femoral vein and the machine was used for procedure, it was found that the connection between the venous end extension tube and the joint had a crack and bleeding. The doctor again gave the patient a central venous catheterization operation. The catheter was not repaired, no tego utilized and no luer adapter issue. There was no cleaning agent used on the device. The patient's secondary intubation delayed the treatment time, caused secondary trauma to the body, and psychological effects. The patient outcome was alive with injury.